Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular (rv) lead. The physician suspected potential rv lead fracture. Programming changes were performed to resolve the issue. The patient condition was stable.